Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was implanted. After the procedure, the patient was on aspirin and plavix. On 45 day follow up, a transesophageal echocardiogram (tee) showed a thrombus on the disc of the device. The patient had been compliant with aspirin and plavix. The patient status was reported as stable.

Manufacturer narrative:
It was reported that on 45 day follow up a transesophageal echocardiogram showed a thrombus on the disc of the amulet device. Also reported that the patient had been compliant with aspirin and plavix. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the limited information received, the cause of the reported thrombus could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.